Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis for a colonic bleed. The resolution clip device would not deploy from the catheter. The blood site was in a tight, tortuous anatomy. The clip did grasp the tissue at the site but would not release to complete deployment. The clip would not re-open. The clinician was able to manipulate the clip to deploy by 'jiggling' the device. The procedure was successful. The pt did sustain only minor edema to the site as a result of the deployment issue. Please note that this complaint is linked to medwatch 6000048-2005-00182 (attached) as they were utilized during the same procedure.